Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and historical data, possible causes include damage of parts due to deterioration/ deformation/ some kind of physical stress,without any design or manufacturing issue. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the ultrasound bronchofibervideoscope exhibited a stain on the metal component at the 4-5 cm point from the entrance of the biopsy forceps, suspected to be rust stains. After scrubbing and soaking in enzyme, it could not be removed. The issue occurred during setup/ inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.